Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient had an implantable neurostimulator (ins) and was throwing up for almost an hour and a half. They were unsure if the device turned off. No further complications were reported/anticipated.